Event description:
Inpatient, MRI right femur ordered for pain. Pt is morbidly obese, was put into MRI feet 1st with arms above head. A folded towel was placed between legs to avoid skin contact. Pt in a gown with panties, no metal or monitoring equipment was used during the exam. Exam was performed on a philips 1.5 using the transmit/receive body coil only-no surface coils. After a scout image and the 1st imaging sequence were run, pt complained of significant heating/pain on her inner thighs. Pt brought out, removed towel from between legs and a small nickle size spot of erythema was noted. Placed a 2nd towel between the legs and moved it up to the groin where some skin folds may have still been touching (although away from the site or erythema). Instructed pt to notify technologist immediately if there was a return of the burning sensation with a visual cue. Technologist verbally communicated throughout the entire exam between sequences without any further complaints from the pt. Upon completion, towels removed and it was noted that the right thigh had a small blister formation. Returned pt to floor, notified rn and placed incident report to the hosp. 3 days later, MRI was notified that the pt had developed blisters around the perineum. This was not a site that the pt indicated previously was a problem-no pain was ever noted in the area. A radiologist looked at the pt and could neither confirm nor deny that these new blisters were caused by the MRI. There had been no change to the areas originally noted on the inner thighs. Pt was treated by wound care for burns and discharged several days later (other medical issues kept pt in the hosp for add'l week after this incident). It should be noted that this pt had been successfully scanned the previous day for thoracic and lumbar spine (using a synergy spine coil-philips) without any incident.